Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated out of epidural space as confirmed thru x-ray. The underwent revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was removed or added.